Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is complete, a follow up MDR will be submitted. Concomitant medical products: item # unknown, item name: unknown biolox delta head, lot #: unknown, item # unknown, item name: hip-arcos-stems-unk, lot #: unknown, item # unknown, item name: hip-other-cups-unk, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00233.

Event description:
It was reported patient underwent hip arthroplasty, subsequently the patient was revised due to infection. Attempts have been made and no further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided; this event is being reported on 0001825034-2018-00233.